Event description:
It was reported that the user experienced recurrent low glucose readings while using the ilet bionic pancreas and was unsure whether meal announcements or basal delivery were causing the events; troubleshooting and education were provided, and the case was assigned for additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included case review, user interview, and troubleshooting by customer support and clinical liaison. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no device malfunction identified during support interactions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.